Event description:
Rayner intraocular lenses limited has received notification of a suspected case of endophthalmitis following the implantation of a c-flex 570c intraocular lens.

Manufacturer narrative:
(B)(4). The physician has provided rayner with the following account of the reported case "lri was done to reduce astigmatism at time of surgery, pod one va 20/25 but 1 plus cells, 3 days later rare cells, on ketorolac qid, ocuflox qid and prednisilone 1% qid and tapered by 1 dose per week, returned at the beginning of week three (finished ocuflox after two weeks and prednisilone and ketorolac tapered to bid) with 2 plus cells and 2 days of eye pain and decreased vision to 20/50, vitreous cellularity and fibrin on iol, no nypopian. Placed on 8x per day prednisilone and returned next day, eye worse, but still no hypopian, decreased prednisilone back to qid and gave clinical diagnosis of indolent delayed end-ophthalmitis -- did urgent vitreous tap of 0.1 cc and plated out in office on slide for gs and culture transfer swab sent to hospital lab. Lab reported no growth and nothing seen on gs injected intravitreal 1 mg vanc and 2.25 of fortaz-- patient reported that the eye pain was resolved after 6 hours and the next day eye was much better, two days later eye was 20/20- and pt was then on ocuflox qid and prednisilone 1% qid. Second injection done three days later and eye continued to clear and do well". The physician is continuing to monitor the pt. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the lenses released from this batch were all within specification.